Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure using pod coils, and a non-penumbra microcatheter. During the procedure, the pod coil became stuck inside the microcatheter, and would not advance. Therefore, the pod coil was removed. No additional information has been provided. There was no report of an adverse effect to the patient.